Event description:
A hydroflex device was implanted on 9/12/88. The left cylinder was revised on 9/19/89. The entire device was removed from the pt on 4/25/97 due to fluid loss in a cylinder. A dynaflex device was implanted.